Manufacturer narrative:
It was reported that, gloves came out of box ripped (usually on palm or fingertips), material near fingertips also dry/brittle. Started using the most recent case ordered, so unsure of how many boxes are affected. Affected glove and box that it came from was removed from supply room. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, gloves came out of box ripped (usually on palm or fingertips), material near fingertips also dry/brittle. Started using the most recent case ordered, so unsure of how many boxes are affected. Affected glove and box that it came from was removed from supply room.